Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: dry and bloody deposits on and in the devices. Permeability test: the permeability test was performed at a hydrostatic pressure difference of the pressure setting of all components upon receipt plus 30 cmh2o in the horizontal direction of flow. The test showed that the progav 2.0 shunt system is non-permeable. To determine the location of the occlusion, the shunt system was dismantled and each element was tested individually for permeability. The test showed that the distal peritoneal catheter is clogged, while the progav 2.0 shunt system is permeable. The other components (ped. Prechamber, ventricular catheter) are permeable, too. Adjustability test: the progav 2.0 was found to be not adjustable to specifications. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force test indicates that the brake function of the progav 2.0 is present. Due to the non-adjustability of the valve, an investigation of the braking force was not possible. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the shunt system. After dismantling of the valves, some deposits were found in both valves. Results: we would like to note in advance that the returned product was not submerged in liquid at the time of receipt. The testing of valves sent in in a dry condition is only of a limited value. The product performance can be affected by dry residues of cerebrospinal fluid or blood. Despite this we have tested the device to the best of our abilities. Based on our investigation results, we can identify a blockage and adjustment difficulties in the shunt system. We are assuming that the deposits detected within the valves have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). From our point of view, no further regulatory actions are required.

Event description:
It was reported that a progav 2.0 shuntsystem (part # fx440-t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the shunt system was difficult to adjust. Reportedly, during a followup review in march 2021, the pressure needed to be adjusted. The clinician tried to adjust the pressure with various tools without success. The clinician suggested that the patient's family members press the fluid reservoir and valve every day to try and flush. From march to (B)(6) 2021, there were many attempts to regulate the pressure without results. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications and patient data were reported as a result of the revision procedure. Age: (B)(6). Height: 90 centimeters (cm). Weight: (B)(4).